Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a green liquid was leaking from the monitor. The monitor was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that printed circuit board assembly corrosion caused the unit to be unable to power up. It was also noted that the power supply was out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.